Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the device's lcd screen was observed. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.